Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter was provided for investigation where they were tested using masterlot strips and retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). Around 1:00 pm, the results from the meter were 4.9 and 4.0 inr. Around 2:00 pm, the result from a laboratory was 3.5 inr. The method used was requested but was not known. There was no allegation of an adverse event. The therapeutic range is 2.5-3.5 inr.